Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code/service code) was confirmed. Upon receipt the monitor displayed service code 108 - non-critical database error, code 109 - system files unlocked, and code 107 - multiple abnormal shutdowns. During the course of the evaluation the monitor exhibited an intermittent ability to power on. The cause of the failures was isolated to a bga failure on ram chips u100 and u101 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying multiple service codes.